Manufacturer narrative:
Updated data: h6. - eval method code, eval results code, eval conclusion code. Eval code d10 applies the the delivery catheter system (dcs) which was not the cause of the dislodge. Additional codes - imf health impact code conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An image was submitted to medtronic for review. Image review showed no valve load checks for this event. The image provided confirmed there is a medtronic valve deployed to 100% and the device was removed safely without dislodging the valve. No additional imaging was submitted to confirm the wire caused the pop-out nor the snaring as stated in this event. Potential factors that can influence a dislodged valve include tension applied on the device during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The submitted procedural imaging confirmed device interaction was not a root cause. Guidewire removal may have been a contributing cause, but a conclusive cause could not be determined from the limited information available. Dislodge events are typically not related to a device malfunction. A non-medtronic valve was implanted and the valve was surgically removed but the patient passed away afterwards. Per the physician, the patient¿s death was due to complications after removing the valve surgically. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that it was not likely the delivery catheter system (dcs) caused the valve to dislodge. The valve may have dislodged after removing the guidewire. Per the physician, the patient¿s death was due to complications after removing the valve surgically. The additional information changes the device relatedness of this previously reported delivery catheter system (dcs). There is no evidence to suggest the delivery catheter system (dcs) caused or contributed to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 07-apr-2022, UDI#: (B)(4). Product analysis: the products were discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while the delivery catheter system (dcs) was being removed, the valve dislodged into the ascending aorta. After a second valve (non-medtronic) was successfully implanted, an attempt was made to snare the dislodged valve into the descending aorta but the valve kept getting stuck in the carotid artery. The valve was pushed into the ascending aorta and an attempt was made to implant a non-medtronic stent to prevent the valve from moving but the stent moved outside of the valve. Subsequently, the valve was surgically removed however the patient was unable to come off the ventilator. One day after implant, the patient passed away.